Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist (rt) reported fluctuation in the nitric oxide (no) readings. Investigation results received on (B)(6) 2011. Eval summary: on investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. Following cable replacement, the device performed to specifications. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported fluctuation in the nitric oxide (no) readings. The rt utilized (B)(4) technical support and clarified the issue: the measured no reading was less than the set no value. The rt did not want to troubleshoot the device, so the device was replaced with another unit. The respiratory therapist states there was no harm to pt and no adverse event occurred. The device was removed from service by the customer and returned to the company for investigation.